Event description:
The customer contacted nephron pharmaceuticals corp regarding a product complaint on (B)(6) 2013. The customer reported that she experienced two problems with two atomizers that she purchased - the medication cup latch would not remain closed, and the atomizers would not produce an aerosol to deliver the medication. Several attempts via e-mail were made to contact the customer; however, the customer advised that npc discontinue all further communication with her.

Manufacturer narrative:
Herewith the investigation plan, the investigation results and relevant f/u activities will be included in 2013 f/u.